Event description:
Information received by medtronic indicated that the insulin pump back was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, scratched lcd window, cracked case, cracked battery tube threads, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, keypad overlay texture damage, serial number label damage, cracked retainer. Cosmetic damage was confirmed at the battery tube case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.